Event description:
Lw received 1 box of 32g x 4mm from humana with lot no. Z58m2. She injects lantus 4x per day with a lantus solostar pen. She states pn doesn't correspond with the pen. She said the needles do not go into her stomach. She stated that the insulin literally leaks out her skin. She used the product for a week and had an issue every single time so, she went to the pharmacy and bought the bd brand that she was used to getting and hasn't had an issue since.